Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly did not find it bent, kinked, or damaged. Due to the device being worn, the original state of the adhesive pad could not be determined. Lot no from blank to l43620 unique identifier (UDI) # (B)(4). Device mfg date blank to 11 january 2018.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide, model: ust400, 14421-aw rev h 01/16. Checking your blood glucose 7: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 335 mg/dl while wearing the pod for longer than 48 hours. When removed from the infusion site (arm), the pod's cannula was found bent and pod came loose about 80%. As treatment, a new pod was applied.